Event description:
Healthcare professional reporting event as "explanted device". Investigation in progress. Follow-up findings: slow leak port, fracture on port side tubing.

Manufacturer narrative:
Allergan has received the product however the device has not been identified not ha the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."